Event description:
Customer reported the insulin pump has a keypad anomaly. Customer's blood glucose level was 177 mg/dl. Customer reported the she was trying to set up a basal rate and device kept moving on its own. Customer stated she does not recall any significant events that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.